Event description:
An obvious decline in the patient's hearing performance was noticed. A history of head trauma was denied by the guardians. Patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed. A history of head trauma was denied by the guardians. Reimplantation took place on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.